Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient had the pump replaced due to a device and catheter issue where it was putting out only 50% of what it registered as putting out. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h826182810, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: h826182810, (B)(6), (B)(4) applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal fentanyl 7000 mcg/ml at 1800 mcg/day via an implanted pump for an unknown indication. It was asked and unknown when the event/difficulty occurred. The pump and catheter were replaced on (B)(6) 2018 and would be returned. It was reported the pump was nearing end of service (eos) and the patient was referred for replacement. The doctor did a dye study on the catheter prior to replacement and the patient claimed she went into withdraw after the dye study. The patient also stated the pump ¿turned off and on.¿ it was unknown what environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting performed included a dye study. The pump was read and no alarms were reported in the logs. The pump and catheter were replaced. The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Analysis of the catheter identified a hole in the catheter body which is consistent with a user related hole. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of 2018 (B)(6): fentanyl with concentration 7,000.0 mcg/ml at a dose rate of 1,699.9 mcg/day, and bupivacaine with concentration 40 mg/ml at a dose rate of 9.714 mg/day. H6. Eval code-conclusion code 19 applies to the catheter and 67 to the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the dye study on (B)(6) 2018 showed a patent catheter. It was noted the doctor felt like the patient did go into mild withdraw after the dye study and the cause of the pump ¿turning off and on¿ was not determined. They could not confirm the pump was turning off and on. Regarding the cause of the withdraw after the dye study, it was reported the doctor felt like there could have been a kink in the catheter and that he did a 95% catheter fill after the dye study. No further complications were reported/anticipated or expected.